Event description:
Umbilical artery catheter snapped off at 7.5 cm while attempting to pull line back. Dr cut down cord stump but unable to retrieve catheter. Surgeon was consulted. Surgical intervention required.